Event description:
Ballon leaking fluid- balloon out of package had leak; this unit taken off the back table; new device added to back table and worked just fine; leaking balloon saved to return to vendor.